Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were advised by their health care provider to call in regarding some inconsistencies in numbers. Customer uploaded the insulin pump to care link and it was showing more carbohydrates than the customer had inserted. Customer doctor then got on the call and stated the carelink report showed the customer bolus for 280 carbohydrates but the bolus in the insulin pump did not reflect that amount, as the insulin pump would have calculated 21 units of insulin. Over ride bolus were also noted in the report and the insulin pump suspending. Customer stated the insulin pump did not suspend. The customer wanted to get the insulin pump analyzed. The insulin pump is not being returned for analysis.